Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's alarm history on the heartmate touch data download was showing driveline fault alarms. The patient was not having any audible alarms on their controller and there were no such alarms logged on the controller history. Log files were submitted for review which captured driveline fault events starting on 13feb2026. The controller was planned to be exchanged as part of troubleshooting. The controller was exchanged, and per the site and from the submitted log files post exchange, there were no further driveline fault alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline fault alarms was confirmed via the provided log files. The log files captured intermittent driveline fault alarms from 13feb2026 through 23feb2026. These alarms appeared to have been caused by phase 3 measuring higher than phases 1 and 2. No other notable events or alarms were captured, and the pump appeared to have operated as intended at the set speed. Atypical alarms did not recur after the system controller had been exchanged on (B)(6) 2026. The system controller, serial number (B)(6), was not returned for analysis. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate ii lvas instructions for use (section 7 ¿alarms and troubleshooting¿) and the heartmate ii patient handbook (rev. C, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including alarms associated with driveline fault conditions. Heartmate ii patient handbook (rev. C) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The device history records were reviewed and the records reveal that the heartmate ii system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.